Event description:
Following an uneventful novasure endometrial ablation on (B)(6) 2012, on a uterus that sounded to 11cm, the physician did a hysteroscopy which "confirmed a complete ablation and no perforation." The patient reported cramping the next day with increasing pain, constipation, and temperature of 100 degrees fahrenheit. She was admitted to the hospital on the third post operative day with a temperature of 102.6 degrees fahrenheit, uterine tenderness, and right quadrant pain. She was started on intravenous zosyn (piperacillin and tazobactam) dose unknown, for possible endometritis. Her symptoms resolved within 24 hours. Two computed tomography (CT) scans and an ultrasound "were normal." A urine culture was negative, however, a blood culture returned positive for "streptococcus bovis", thought to be secondary to diverticulitis or post-ablation endometritis. On (B)(6) 2012, it was reported that the patient was discharged home from the hospital and she is "doing fine."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).